Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to stress of repeated use, external factors, or handling of the device. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the endoeye flex deflectable videoscope presented with air and water leakage from the universal cord and video cable. The failure event did not involve a patient. During the evaluation of the device, it was noted that the adhesive on the objective lens had peeled off. This report is to capture the reportable malfunction of the adhesive on the objective lens that was peeled off and noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to a pinhole on the universal cord, water tightness was lost; the adhesive around the objective lens was peeled; the bending section cover had a scratch; the bending section cover adhesive had a chip; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; and due to damage on the charged coupled device unit, the image had white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.